Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a system explant because the therapy did not effectively treat the patient's symptoms, which included uncontrollable muscle movement. The patient is doing good postoperatively. The explanted devices will not be returned to boston scientific for analysis, as they were retained by the facility.

Manufacturer narrative:
Blockb3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(4). Batch: 7073260. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(6). Batch: 7072232. UDI: (B)(4).